Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up, loss of capture was detected. A revision was scheduled the system was reprogrammed. No adverse patient effects were reported. The revision took place. The right ventricular (rv) lead was replaced and it was noted that there was a possible issue with the helix of the rv lead. It was suspected the helix of the lead was never fixated properly since the initial implant. The implantable cardioverter defibrillator (ICD) remains implanted while the rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.